Manufacturer narrative:
This device used for treatment and not diagnosis. Diener (B)(4) manufactured the rod introduction pliers, part 388.50, lot number 5476522, 5520809, and 5520810, supplier lot a7qa10. The lot initially conformed to specifications, there was no complaint-related issues with this lot, and was inspected and conformed to the synthes inspection sheet. The complaint condition is due to an unknown cause. The part exhibits minor scratches and nicks, especially on the collet component part 388.50.4. The rod introduction pliers were manufactured to the synthes source control drawing.

Manufacturer narrative:
Device used for treatment and not diagnosis. Information received from consultant. Device is an instrument and is not implanted.

Event description:
This is 2 of 3 reports for complaint (B)(4).

Event description:
The sales consultant reported: the rod holding forceps: the bar in the center of the rod holder that keeps the handles intact, broke in half also during the procedure.

Event description:
On (B)(6) 2012, surgeon was correcting a deformity using a rod introduction plier. The plunger fell off the plier and the barrel was twisting. The surgeon used another rod introduction plier, but the plunger was coming loose and he was unable to tighten the screw. He was able to finish the procedure with a third set. The surgery was prolonged about 10 minutes. This is 2 of 3 reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The manufacturing records were reviewed and no complaint related issues were found. Placeholder.